Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a cardiac catheterization. A x-ray was performed and it was found that atrial lead had dislodged and it was placed in the right ventricle. Due to the unknown time frame of the initial dislodgment, the lead was explanted and replaced. There were no adverse events and the patient was discharged the next day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.